Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended while cartridge in use did not vent properly. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove obstruction from speaker holes, gently clean area, remove and reconnect cartridge, and when insulin could not be resumed, load new cartridge and resume insulin, after which alarm did not recur and pump resumed normal operation, and no additional issues were reported.